Event description:
It was reported to tycohealthcare kendall in 2004 that the connection of the syringe to the needle leaked air, therefore seal was not tight and could not gather appropriate aspirate.